Manufacturer narrative:
As reported, pressing the handle of a 5f exoseal vascular closure device (vcd) did not deploy the plug after the indicator turned black. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was not locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was in the black/white position. During this visual analysis, a kinked condition in the delivery shaft was observed, located 9 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The result obtained were found to be within specification. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit the result obtained was within specification. An attempt to perform a deployment simulation evaluation was made; however, it could not be completed due to mechanical damage observed in the guard area. The component was found to be broken, and a portion of it was missing and not returned with the complaint. A high magnification microscopic evaluation was performed to assess the guard and internal mechanics. During this analysis, elongation and mechanical damage were observed in the guard. Additionally, scratch marks were identified on the cowling guard, appearing consistent with contact from a sharp object. No anomalies were observed in the internal components of the device. The reported event of ¿vascular closure device (vcd) deployment difficulty-unable¿ could not be tested through analysis of the returned device as the device was received with the deployment lever fully depressed, no plug returned for analysis and the indicator window in black/white and the cowling guard not locked. Additionally, a kinked portion was observed on the delivery shaft. A condition of ¿vascular closure device (vcd) separated¿ was noted as the cowling guard of the received device was found to have scratch marks consistent with contact from a sharp object and mechanical damages were also observed which impeded functional testing of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deployment difficulty, event reported, unspecified handling, factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, pressing the handle of a 5f exoseal vascular closure device (vcd) did not deploy the plug after the indicator turned black. There was no reported patient injury. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.